Event description:
The customer contacted beckman coulter inc. (Bec) in regards to obtaining two discrepant glucose modular (glucm) results when samples were run in the critical rerun mode on the unicel dxc synchron chemistry analyzer. The results were not submitted out of the laboratory. Patient #2 duplicate run was flagged with a rms request for glucm reagent level low errors message both patients' samples were repeated on an alternate unit and the results obtained did not match the original obtained result. Patient results are provided. Although the results differed between the instruments, customer deemed there was no clinical significance; therefore, the customer decided to report the original (higher) result off this instrument. Patient treatment was not impacted by this event. Per customer, no other patients were affected by this event.

Manufacturer narrative:
Sample information was not provided. The customer located a problem with the reagent pick up straw being elevated off the bottom of the modular chemistry reagent container. Customer also had identified air bubbles in the pickup straw/tubing. The customer replaced the cap and pickup straw for a secure fit. Quality control before incident, run in the morning was within guidelines. The customer reviewed patient results back to qc, and found no other results needing to be rerun or corrected. Service call was not generated. Root cause appears to be bubbles in the reagent line due to the reagent straw opening not sitting in fluid and aspirating air instead of reagent.